Manufacturer narrative:
Isi received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis investigation identified a broken tube adapter. The broken piece measuring approximately 0.044" x 0.085" in size was not returned. The root cause of this failure is attributed to mishandling and misuse. A review of the instrument log for the mcs instrument (pn 430004-53/lot # s10200221-0017) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2022 using system sp0096. The instrument had 4 uses remaining after last use. Based on the additional information obtained from failure analysis investigations, this complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. Device expiration date was left blank.

Event description:
It was reported that during central processing, inspection of the sp monopolar curved scissors (mcs) instrument identified a damaged tip. No patient involvement was reported.